Event description:
Event description boston scientific crm received information that this defibrillation lead exhibited loss of capture, a lead dislodgement was suspected. The lead was explanted and replaced without incident.